Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that an electrically shorted diode, designator cr44, on the therapy pcb assembly was the cause of the device not being able to deliver defibrillation therapy. The customer received a replacement device.

Event description:
An authorized service representative contacted physio-control to report that the service indicator was present after repairs were made. There was no patient use associated with the reported issue. Upon evaluation, physio-control found that the device could not deliver defibrillation therapy.